Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. Additional information about the event was requested, but not made available. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was air/water leakage while using the evis lusera colonovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and foreign objects were found in the nozzle; this has been attributed to insufficient cleaning. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; water tightness was lost due to deformation of the scope cover and the switch box. In addition to foreign objects found in the nozzle, evaluation findings are as follows: due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to the wear of the angle wire, the play of the up/down knob was out of the standard value; the adhesive on the bending section cover had a crack and a white-clouded area; due to clogging of the nozzle, water removal ability did not meet the standard value, the electrical connector had discoloration due to water leakage, switch button one had a scratch, the adhesives around the objective lens was peeled and had a white-clouded area, the adhesives around the light guide (lg) lens had a white clouded area, the lg lens had a crack, the plastic distal end cover had a crack, the plastic distal end cover had a dent, and the connecting tube had a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. Establishment name: (B)(6) hospital. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.